Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer (fse) found that none of the drawers were detected on any cabinets, and noticed the drawer network was missing in windows and restored it by toggling the firewall. Running diagnostics, no drawers appeared until the fse disconnected the auxiliary cabinet, which brought the main drawers online. The fse reconnected each of the seven auxiliary drawers one by one, successfully restoring function. Upon inspection, the fse found over 20 medication packs and conductive pill paper obstructing connectors in the drawers. The fse cleaned all debris and verified full functionality with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where drawer failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.